Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (ess205) (batch no. 621688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. Concurrent conditions included menometrorrhagia and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), uterine disorder ("allergic or hypersensitivity reaction type: black spots in uterus"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital pain ("female reproductive area of pain") and infection ("infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal hemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, fatigue and genital pain had resolved and the uterine disorder, allergy to metals and infection outcome was unknown. The reporter considered allergy to metals, fatigue, female sexual dysfunction, genital pain, infection, menorrhagia, pelvic pain, uterine disorder, vaginal discharge and vaginal hemorrhage to be related to essure (ess205). The reporter commented: as per follow up date(s) of insertion: (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: plaintiff fact sheet received. Reporter information updated. Event: infection was newly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. Concurrent conditions included menometrorrhagia and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In january 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), uterine disorder ("allergic or hypersensitivity reaction type: black spots in uterus"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital pain ("female reeproductive area of pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, fatigue and genital pain had resolved and the uterine disorder and allergy to metals outcome was unknown. The reporter considered allergy to metals, fatigue, female sexual dysfunction, genital pain, menorrhagia, pelvic pain, uterine disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per follow up date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: updated onset dates of event and outcome. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. Concurrent conditions included menometrorrhagia and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), uterine disorder ("allergic or hypersensitivity reaction type: black spots in uterus"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2007, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 10 months after insertion of essure (ess205). On an unknown date, the patient experienced genital pain ("female reproductive area of pain") and infection ("infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, vaginal discharge, fatigue and genital pain had resolved and the uterine disorder, allergy to metals and infection outcome was unknown. The reporter considered allergy to metals, fatigue, female sexual dysfunction, genital pain, infection, menorrhagia, pelvic pain, uterine disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per follow up date(s) of insertion: (B)(6) 2007, (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: menorrhagia. Lot number:621688 manufacturing date:2006/11 expiration date:2008/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 35-year-old female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. Concurrent conditions included menometrorrhagia and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine disorder ("allergic or hypersensitivity reaction type: black spots in uterus"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 10 months after insertion of essure (ess205). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and genital pain ("female reproductive area of pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine disorder, female sexual dysfunction, allergy to metals, vaginal discharge, fatigue and genital pain outcome was unknown. The reporter considered allergy to metals, fatigue, female sexual dysfunction, genital pain, menorrhagia, pelvic pain, uterine disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per follow up date(s) of insertion: 12jan2007, (B)(6) 2007 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patients medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 621688) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis. Concurrent conditions included menometrorrhagia and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine disorder ("allergic or hypersensitivity reaction type: black spots in uterus"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), 10 months after insertion of essure (ess205). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and genital pain ("female reproductive area of pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine disorder, female sexual dysfunction, allergy to metals, vaginal discharge, fatigue and genital pain outcome was unknown. The reporter considered allergy to metals, fatigue, female sexual dysfunction, genital pain, menorrhagia, pelvic pain, uterine disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per follow up date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record:menorrhagia. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs&mr received reporter information, lot no was added. Case become incident injury nos replaced by new event was added vaginal hemorrhage, menorrhagia, uterine disorder, apareunia (inability to have sexual intercourse), nickel allergy, pelvic pain female, vaginal discharge, fatigue, reproductive tract disorder. Severity added reproductive tract disorder. Medical history and lab test was added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.